Event description:
It was reported that the pump experienced a malfunction. The customer's blood glucose level exceeded 500 mg/dl, though the exact value was not specified and shown as "high." At the time of the call, the customer had not taken any action to address the high blood glucose level. Technical support provided information on resetting the pump, and the customer was assisted in doing so, after which the malfunction did not recur. The customer was advised to load the cartridge and resume insulin deliveries independently and to contact technical support if any issues reappeared.